Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperative "stop" button on the channel "c" pump-head module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This pump contains user interface module master software version 5.04.00 which is categorized as "unremediated". No additional information is available.

Manufacturer narrative:
A baxter service technician reported finding a pump with an inoperative "stop" key on the pump head module channel "c" keypad. Inspection of the device revealed that the condition was caused by a defective channel "c" pump-head module keypad. The pump-head module keypad on channel "c" was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.